Event description:
It was reported to philips that a low load fluo error occurred, making x-ray exposure not possible on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service fixed the generator and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).